Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was not determined what the foreign material was residing in the auxiliary water channel. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage caused by deformation of switch 1. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the jet tube. There were no reports of patient involvement.